Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 10/18/2023: section b. Box 5. Describe event or problem; section h. Box 6. Device code 2. Evaluation of the returned red72 confirmed that the catheter was fractured. If the red72 is advanced against resistance, damage such as a kink and subsequent fracture may occur. Further evaluation revealed kinks on the catheter shaft and stretching on the distal end. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72), a neuron max 6f 088 long sheath (neuron max), and a guidewire. It was noted that the patient's anatomy was tortuous. During the procedure, the physician completed five passes using the red72 and neuron max. While re-advancing the red72 over the guidewire through the tortuous anatomy for the next pass, the physician experienced resistance and fractured the proximal end of the red72. Therefore, the red72 was removed. The procedure was completed using a new red72 and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72) and a guidewire. It was noted that the patient''s anatomy was tortuous. During the procedure, while advancing the red72 over the guidewire through the anatomy the physician experienced resistance. The physician then fractured the proximal end of the red72. Therefore, the red72 was removed. The procedure was completed using a new red72. There was no report of an adverse effect to the patient.